Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for fifteen minutes. The same trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic lobectomy procedure, the knife was not returned to the home position even though the release lever was used after the firing. The device was released somehow by removing the tissue from the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing stroke the (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.